Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to trunnion wear and metallosis. Intra-operatively, liner wear was also noted. The stem, head, and liner were revised.

Manufacturer narrative:
Reported event: an event regarding wear and fretting between a v40 cocr lfit head and an accolade stem involving a trident liner was reported. Conclusion:  based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event and is therefore considered concomitant. Visual inspection noted that damage on the liner is consistent with contact with fractured stem. Mar not performed as visual inspection did not indicate the event was as a result of a material integrity issues. A full investigation is completed on the metal head and accolade stem within the same pi.  No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to trunnion wear and metallosis. Intra-operatively, liner wear was also noted. The stem, head, and liner were revised. Update following patient call, (B)(6) 2022: patient called and reported revision due to pain. Patient would like to know if components are subject to a recall.